Event description:
It was reported (sweden) the trial cable connector does not remain connected to the lead. The issue was observed with three different cables, all form the same lot number. The issue was resolved with a new trial cable.

Manufacturer narrative:
Eval results: the complaint was confirmed for "loose connection." As rec'd, a loose connection was observed when a test lead was inserted into the returned ete cable. There is inadequate product specification to reference. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.